Event description:
It was reported the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The fuse was replaced during the service call. The system was found to be working and put back into service.